Event description:
It was reported that the patient expressed concern about experiencing frequent episodes of hypoglycemia since beginning use of the device, noting that they had never experienced this level of low blood glucose with previous pump therapy. The patient questioned whether consuming glucose tablets would prompt additional insulin delivery and reported having multiple readings in the 50 mg/dl range, along with fear of going to sleep due to the risk of further lows. The patient also reported difficulty hearing the device¿s pause feature alarm and preferred the use of a personal watch or phone for alerts. The patient described an event in which their blood glucose was 120 mg/dl before consuming a petit scone and a large blended beverage without issuing a meal announcement. Prior to beginning an exercise session, their blood glucose dropped to 60 mg/dl and then to 55 mg/dl. The patient treated with glucose tablets but was unable to proceed with the planned workout. The patient reported adjusting their weight setting per their clinician¿s recommendation and noted that their current daily insulin delivery was higher than what they typically received with previous pump systems. A follow-up call was made, during which the patient reiterated concerns about low glucose levels and expressed interest in meeting with a trainer to discuss adjusting their overnight glucose target. Log review indicated that most meal announcements were being entered as ¿less than usual,¿ and it was explained that this could be counterproductive for the device¿s meal algorithm. The patient acknowledged this information, and arrangements were initiated to have a trainer provide further guidance. The patient confirmed that their blood glucose levels were affected, with a lowest reading of 50 mg/dl. The low lasted approximately 30 minutes. Treatment included a scone, a flavored beverage, and four glucose tablets. The patient did not perform ketone testing, had no recent steroid injections, and did not receive professional medical intervention or additional assistance. Fatigue was reported during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.